Event description:
Report received of an adverse event while the device was in use. On an unspecified date and time, line a of the pump was programmed to deliver tpn with 13.5% dextrose at a rate of 4.4ml. Line b was programmed to deliver 20% lipids at a rate of 0.6ml/hr. Reportedly at 0400 in 2004, the nurse noted that the pt had blood on their lip, that blood was "congesting their nares" and that the pt was "going into respiratory distress." At that time, the pt was suctioned and intubated. The reporter stated that the pt was found to be acidotic and was treated with an unspecified insulin incusion, an unspecified bolus of lactated ringers, and an unspecified volume of blood. It was reported that as of 20 days later, the pt has "a level 3 bilateral bleed," and has been having seizures being treated with phenobarbital. The customer reported that they are "not sure if the event caused the seizures which then caused the brain bleed or vice versa." Though requested, no additional info was provided.